Manufacturer narrative:
Additional information (08-feb-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. No product non-conformance was identified with the dimension exl 200 system or mass creatine kinase mb isoenzyme (mmb) assay. The cause of the event was determined to be the presence of a patient specific heterophilic antibody interferent. This is not a product issue as the mass creatine kinase mb isoenzyme (mmb) instructions for use states that the "patient samples may contain heterophilic antibodies that could react with immunoassays to give falsely elevated or depressed results. Mass creatine kinase mb isoenzyme (mmb) reagent has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2023-00051 was filed on 08-feb-2023.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated mass creatine kinase mb isoenzyme (mmb) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
A discordant falsely elevated mass creatine kinase mb isoenzyme (mmb) patient sample result was obtained on a dimension exl 200 system. The falsely elevated patient result was not reported to the physician. The same sample was reprocessed on two alternate non-siemens systems. The results obtained were lower and considered correct. The result from one non-siemens system was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated mass creatine kinase mb isoenzyme (mmb) result.